Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The pt was placed in a prone position for a cervical laminectomy and fusion. Mayfield disposable adult steel skull pins ((B)(4) with lot# 1101085) were used. No stereotaxy device was used during the surgery. Within two minutes of product use, the clamp failed. There was a slippage of the skull clamp during positioning of the pt. The pt was turned immediately to a supine position to repair the laceration on the left side of the scalp. Four staples were required to close the laceration. A different skull clamp was then used.